Event description:
Reporter states that her husband was involved in an FDA approved study involving nickle - titanium acculink stents. He had one of these stents placed in the left artery of his neck. Approx 2 weeks later her husband began having hallucinations. He had many tests and all were negative except for the spinal tap which had a wbc count of ~ 100. Subsequent, blood test determined that pt was having an allergic reaction to titanium. The surgeon that implanted the stent told her that he does not have the expertise to explant the device. Reporter states that in the info booklet that they were given as part of the study protocol states that this device should not be used in individuals sensitive to titanium. Pt was not tested to determine if he was allergic to titanium.